Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prepping the skin, not irrigating the incision site, not using antibiotics pre-operatively, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. The implanting clinician stated the reason for the infection was unknown and the patient did not have any contraindicating conditions. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is unknown/no problem found.

Event description:
The patient reported their stimulators would be explanted on (B)(6) 2021 due to an infection at the stimulator incision site. No further issues have been reported.